Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision was chosen for implantation, utilizing a small flexnav delivery system (ds). The patient presented in normal sinus rhythm (nsr) with a 4.5mm membranous septum, and a medical history of aortic stenosis, hypertension, history of cancer status post (s/p) chest radiation, gastroesophageal reflux disease (gerd), and no calcification extending beneath the aortic annular plane in the interventricular septum. Pre dilation was performed utilizing a 20mm x-med balloon aortic valvuloplasty (bav) balloon. However, post pre-bav, the patient immediately developed a complete heart block, requiring a temporary pacemaker, prior to introducing the small flexnav delivery system. The valve was implanted at a depth of 6mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The patient was reported to be hemodynamically stable throughout the procedure. The procedure was completed. On the same day, later in the evening, a permanent pacemaker was implanted. The patient was reported to be discharged. No additional information was provided.